Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the lens was exchanged due to halos and significant glistenings from the lenses making it unsafe to drive.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to patient being unable to adapt. This is a bilateral file and this file is for the right eye.